Manufacturer narrative:
(B)(4). Batch # r92817. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: does the surgeon believe that the usage of the harmonic device lead to the alleged issue the patient experienced? If so, how? Surgeon commented there was no problem on the usage of the harmonic device and the device didn't contact with the nerve. The surgeon thought the heat of the device may affected on the nerve. What is the current patient status? The patient is in the hospital and monitored. There is no problem on the swallowing function. Has the patient gained neural response? No information from the hospital. From the most recent hospital visit, is there any information on the patient¿s nerve damage? The patient is in the hospital and monitored. There is no problem on the swallowing function.

Event description:
It was reported that during a thoracoscopic subtotal removal of esophagus, it was confirmed that there was nerve palsy of left recurrent laryngeal nerve because it was confirmed that there was no neural response around area that the device was used. Surgeon commented that the device was used on the proper margin from the left recurrent laryngeal nerve and the blade did not touch to the nerve. The device was used for peeling around the left recurrent nerve and it worked as intended. The patient¿s position was abdominal position. The device was activated appropriately and the surgeon was used to using the harmonic instrument. There was no problem with the swallowing function and surgeon commented that the nerve palsy will be recovered in about three months. The patient is in the hospital and monitored and no treatment was done for the nerve palsy.

Manufacturer narrative:
(B)(4).